Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that all quality tests were passed prior to distribution. Device failure is suspected and may have contributed to the increase in depression.

Event description:
A vns treating psychiatrist reported that the patient returned for follow-up on (B)(6) 2013, and high lead impedance was observed on diagnostic test results. The last good system diagnostic test was performed in (B)(6) 2012 with all results within normal limits. The patient had experienced an increase in depression the prior 4 to 5 weeks. No other adverse events were noted per the physician. There was no recent patient trauma or device manipulation. The physician planned to refer the patient for x-rays within the next week, but was electing to keep the device turned on at that time as it was not causing the patient any discomfort. Follow up with the physician's office revealed that they have not seen any results from x-rays that were ordered. They are not sure if the patient has had x-rays, but they were ordered. The device is still turned on, and no interventions were taken such as any other therapy, change in medications, etc. For the increased depression which the patient reported began about a month prior to the patient being seen in the clinic (around the end of (B)(6) 2013). The nurse was unable to determine the relationship of the increased depression to pre-vns baseline levels. Although surgery may occur in the future, surgery has not occurred to date.

Event description:
Additional information from the treating psychiatrist and patient indicating that the x-rays were taken which were being sent to the manufacturer for review. Ap and lateral views of the neck and chest for were reviewed by the manufacturer. The images were dated (B)(6) 2013. The filter feedthru wires and the lead wires at the connector pin all appeared to be intact. The lead pin could not be seen past the second connector block, indicating that it may not be fully inserted into the generator. A portion of the lead appeared to be present behind the generator. Based on the x-ray images provided, the cause of the high impedance is possibly due to a lead insertion issue. Additionally, the presence of micro-fractures in the lead cannot be ruled out. The portions of the lead behind the generator and outside of the x-ray image could not be assessed. The assessment was provided to the physician. The patient's device was still programmed on and the plan was to disable the device if the patient experienced any discomfort. Although surgery may occur, it has not occurred to date.

Event description:
It was reported that the patient had generator and lead replacement on (B)(6) 2013. The products were discarded. No additional relevant information has been received to date.